Event description:
Product was used on a pt to close a laceration near the corner of the eyelid, some of the product got into the pt's eye and on the eyelid. The eyelids were bonded together. The doctor immediately irrigated the eye and pried open the eyelids, the eyelashes were pulled out. The pt was lying flat on a pillow, the product ran into the eye of the pt reached up and rubbed the product into the eye after application, the family member and the doctor disagree on how it happened. The family member states that no precautions (ointment or covering for the eye) were use around the eye. An ophthalmologist and the pt's specialist have seen the pt, the visual acuity is intact and a ointment was prescribed. The family member is concerned that the eyelashes will not grow back. The patien's current condition is unknown.